Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of catheter detached or separated. Block h11: investigation results. The returned extractor pro rx retrieval balloon was analyzed, and a visual inspection revealed a detachment of the catheter. Additionally, the catheter exhibited signs of elongation consistent with material stretching along its length. No other problems with the device were noted. The product analysis revealed a detachment of the catheter. Additionally, the catheter exhibited signs of elongation consistent with material stretching along its length. The problem observed indicates the presence of mechanical force applied to the device, which is consistent with the elongation identified along the catheter. The observed pattern is most likely associated with procedural factors such as excessive force or mechanical stress during use, which could have contributed to the reported condition. Therefore, the most probable root cause is an adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of catheter detached or separated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2026. During the procedure, it was reported that the extractor balloon snapped off. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation results: the catheter was detached or separated. Please see block h11 for full investigation details.